Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with slight discomfort in the left eye one day post lasik. The patient was noted to have trace superior diffuse lamellar keratitis. The topical steroid dosage was increased. Additional information requested.